Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states there was a crack in the venous (blue) adapter. After the crack was discovered, the catheter was pulled and replaced with a new one.

Event description:
The sample consisted of one assembled catheter showing in one of the extensions (the blue one) a visible damage produced by a sharp object. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncr related to the reported issue. This defect was confirmed. Based on the available information the most probable root cause could be considered as misuse due to a possible damage during the insertion procedure, therefore, this failure is not considered as manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapter issues in the catheter assembly. This complaint will be used for tracking and trending purposes.